Event description:
It was reported that the device could not be interrogated. An error message showed, but was unable to be downloaded, even with using different programmers. The patient stated that they had previously received an ICD shock. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. Upon receipt, the device was found in hardware backup mode (hwvvi). An arc mark was observed on the ICD can. It is believed that the lead arced to the ICD can causing low impedance that resulted in damage to the hv output circuitry. All low voltage device functions were normal.